Event description:
The customer reported a clear fluid leak under their beckman coulter lh780 instrument. The operator was wearing a lab coat, safety goggles and gloves and there was no exposure to mucous membranes or open wounds. Patient samples were not affected by the leak. There is a risk management / exposure control plan in place at the facility. The operator did not seek medical attention due to this event.the field service engineer (fse) replaced tubing at retic ghost pump and pinch tubing at pinch valve vl44. Pinch tubing had a hole in it. The root cause for the leak was a hole in the tubing at pinch valve vl44.per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).